Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited far r-wave oversensing. This oversensing resulted in inappropriate mode switches. The device was reprogrammed successfully. The patient was stable and asymptomatic.